Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, occurred during a urinary surgery procedure. The intended procedure was completed using another similar device, with no delay in procedure reported. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable. In addition, a leak was detected and the cause assigned to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the image did not appear because the internal cable was disconnected. The cause of the disconnection could not be identified. Olympus will continue to monitor field performance for this device.